Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the routine explant procedure for reported normal battery depletion, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high pacing impedance measurements of 1,433 ohms and high shock impedance measurements of 124 ohms. During the explant of the device, the pace/sense terminal pins of the rv lead and another manufacturer's right atrial (ra) lead were stuck in the proximal ports of the device header. Holes were drilled into the device header and the leads were successfully removed. This chronic rv lead was connected to the replacement ICD and high out of range shock impedance measurements greater than 125 ohms were observed, however, pacing impedance measurements remained similar. No noise was observed on the rv lead channel. Boston scientific technical services (ts) discussed the option of continued monitoring of the lead in the absence of any noise. No adverse patient effects were reported. This product remains implanted and in service.